Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of eri in save to disk on (B)(4)-2011, device eri<=2.62 volt. Weekly battery voltage log data shows min bat=2.64 to 2.61 volts minimum between (B)(4)-2011. One - patient alert for low battery voltage (B)(4)-2011 02:15:04.

Event description:
It was reported that the patient's device reached elective replacement indicator (eri) prematurely after only three years of use. The device was removed and replaced. No patient complications were reported as a result of this event.